Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. A field service engineer (fse) was at customer's site to resolve reported event. Fse confirmed the reported error 4224 by reviewing the error log but did not reproduce the error. Fse found the main arm sample nozzle slightly sticky where it goes through the nozzle guide. Fse lubricated the nozzle guide so that the nozzle moves freely and verified all main arm nozzle alignments. In other to address the failed api, fse verified sample nozzle was clean and no leaking from the specimen syringe. Fse advised the customer to recalibrate since quality control (qc) has been running slightly high. Customer performed calibration of vit.d and re-ran api specimens; results ias-01=72.9ng/ml in range and ias-02=22.7ng/ml in range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no similar complaints identified during the search period. The aia-900 operator's manual under section 12 - flags and error messages states: [4224] interference of dispensing nozzle z-axis of main arm cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment value (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z-axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The st aia-pack 25-oh vitamin d, analyte application manual states the following: calibration. Calibration curve. The calibrators for use with the st aia-pack 25-oh vitamin d are prepared gravimetrically and are compared to internal reference standards. The calibration curve for the st aia-pack 25-oh vitamin d is stable for up to 90 days. Calibration stability is monitored by quality control performance and is dependent on proper reagent handling and tosoh aia system maintenance according to the manufacturer's instructions. Recalibration may be necessary more frequently if controls are out of the established range for this assay or when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). For further information regarding instrument operation, consult the tosoh aia system operator's manual. A sample calibration curve from the aia-2000 follows and shows the algorithm used for calculating results. Limitations of the procedure. Do not use hemolyzed samples. Using hemolyzed samples will give erroneous results. For diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack 25-oh vitamin d, the highest measurable concentration of 25-oh vitamin d in specimens is 120 ng/ml, and the lowest measurable concentration in specimens is 4 ng/ml (assay sensitivity). Although the approximate value of the highest calibrator is 165 ng/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 120 ng/ml. The most probable cause of the reported event is due to sticky main arm sample nozzle.

Event description:
The customer reported getting error message "4224 interference of dispensing nozzle z-axis of main arm" and a failed proficiency testing with american proficiency institute (api) for vitamin d (vit.d) on their aia-2000 instrument. Sample ias-01, result 83, expected range (ng/ml) 61-78. Sample ias-02, result 30, expected range (ng/ml) 18-28. A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the reported event.